Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the burnt power plug and replaced the power cord. A root cause could not be identified for this issue. Livanova (B)(4) believes the most probable cause to be a short circuit. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the power plug of the heater-cooler system 3t burned few minutes after the unit was turned on during setup. There was no patient involvement.